Event description:
This incident was reported by the user's father, limited information has been made available as of the date of this report. During the week prior to the incident, the user had experienced difficulty with lenses for the right (od) eye becoming damaged during use resulting in eye pain. The user had one lens tear at the start of the month, device usage unknown. Another lens tore 06 september after approximately one week of use. 09 september an additional lens split, it is noted that on this occasion the patient had been swimming while wearing lenses. On 10 september the users eye became increasingly painful and red, and the user sought medical treatment at the (B)(6). The user was instructed to see an optician the following day and provided a referral to the (B)(6). On 11 september the user was seen by an unspecified optician who diagnosed a severe corneal ulcer. The patient was seen that same day at the (B)(6). The patient was admitted to care and was administered six unspecified eye drops hourly. Cultures taken from the eye returned positive for pseudomonas. The patient remained under in-patient care for nine days. Once discharged medications were reduced to a total of 22 drops over the course of a day. After approximately one month of continued care, medications reduced again. As of the date of the report, the patient remains under care and the outcome remains unknown. Good faith efforts have been made to obtain additional information without success, further information is unknown at this time. Should additional information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
It is presumed that this is a frequent replacement (monthly) soft contact lens manufactured by coopervision, as the patient was reusing the device, though the device has not been specified by the reporter. Make/model, lot, or other details are unknown. No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.